Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 537 mg/dl with a trace amount of ketones and an insulin injection was administered to address bg. Pump system check was performed and pump was found to be functioning as intended. Recommendation was made for the customer to discuss event with a healthcare provider.